Manufacturer narrative:
(B)(4). 11/10/2025. Hpc # - 09230. St/hp # - 201505. Eah bat ,chgr, contact damaged. The fc is damaged, no operations when fc is pressed, restricting water flow and vibration, fc base pad is peeling off, damaged fc battery door, open water solenoid, cannot hold pressure, debris in water hose, rusted qd, cracked housing base, cracked overlay board. Check calibration. The unit will be repaired upon estimates approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a caviton plus g136 they allege that they have no water and the handpiece is heating up, no injury resulted.